Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess) case, the site was having issues with the crosshair option. The site brought in another navigation system to complete the case. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.